Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes, clean them, and reconnect the cartridge. After following these steps and waiting, insulin delivery resumed, and the pump returned to normal operation. The customer acknowledged the provided tips for preventing future altitude alarms.